Event description:
It was reported that the bd ultra-fine¿ original pen needles 29g x 12.7mm experienced (short description of event). The following information was provided by the initial reporter: consumer reported did not remove the inner shield before injection for all injection in this past year. Caller thought it was leaking.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 02feb2023. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was unable to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd ultra-fine¿ original pen needles 29g x 12.7mm experienced (short description of event) the following information was provided by the initial reporter: consumer reported did not remove the inner shield before injection for all injection in this past year. Caller thought it was leaking.